Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 30052, was returned and analyzed. Visual inspection of the sheath showed the shaft had a light kink at 1.375 inches proximal from the tip and a severe kink at 2.375 inches proximal from the tip. In conclusion, the sheath failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.